Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. No product was returned for analysis. The data logs were reviewed and the reported abnormalities were confirmed. Based on clinical details provided and data log review, the root cause of the optical signal issue was determined to most likely be a use issue. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that an impella 5.5 pump was implanted for circulatory support. During support, the nurse reported a placement signal low alarm, which was subsequently disabled. Additionally, it was noted that flow could not be increased above p4 without suction events. The device was repositioned, after which the performance level could be increased without suction, and waveforms improved. The device was successfully weaned and explanted.